Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small grasping retractor instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint of "snapped wire". The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Failure analysis found the primary failure of a broken pitch cable at the distal end of the instrument to be related to the customer reported complaint. The root cause of a broken pitch cable is a component failure. As of (B)(6) 2021, a review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. A review of the instrument log was performed. Per the review, the device was not used on the reported event date of (B)(6) 2021. The instrument was last used on (B)(6) 2021 on system sk2527. The small grasping retractor has 2 uses remaining after last use. This complaint is reportable due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that the instrument had a "snapped wire" and there was no report of patient involvement or reported injury. Additional follow-up was attempted but no further details have been received as of the date of this report.